Event description:
It was reported that a tandem mobi cartridge alarm occurred, specifically cartridge alarm 30, during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer will continue using their current pump for insulin therapy.